Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection could not be confirmed, however, it may be related to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a tavr procedure with a sapien 3 valve in the aortic position, the patient expired. Per medical opinion the patient died due a thoracic aortic dissection during the procedure.

Manufacturer narrative:
Additional information received from the physician clarified that during the procedure, excessive force was needed when tracking over the aortic arch and a guidewire due to the tortuosity of the aorta. There was high tortuosity on transition from thoracic aorta to the ascending aorta, and from the abdominal aorta to the femoral artery. A thoracic aortic dissection/rupture occurred during the procedure leading to a cardiac arrest resulting in the patient¿s demise despite resuscitation maneuvers performed. The patient expired before the system was removed.  There was difficulty in removing the system. The delivery system was not returned to edwards lifesciences for evaluation.  Imagery provided by the site was reviewed and shows calcification and tortuosity present in the vessels.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing. The flex catheter was visually inspected for any defects.  During final inspection, distal to proximal visual inspection was performed.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to delivery system withdrawal difficulty valve through sheath and tracking difficulty.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system tracking difficulty and difficulty withdrawing the valve/delivery system through sheath and were unable to be confirmed. Investigation of the DHR, and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿excessive force needed when tracking over the aortic arch and a guidewire due to the tortuosity of the aorta¿ and that ¿there was a high tortuosity on transition from thoracic aorta to ascending aorta.¿ tortuosity can create a difficult pathway for the delivery system to navigate through that can lead to the reported tracking difficulty.  Tortuosity was noted ¿from abdominal aorta to femoral artery¿. Tortuosity in this region can cause the delivery system and valve to be withdrawn non-coaxially into the sheath, which can lead to the system being caught on the sheath tip and creating withdrawal difficulties. Additionally, per report ¿the catheter was flexed¿ during withdrawal, which further impacts device coaxility with the sheath. Per training manual instructions, the delivery system should be unflexed prior to removal. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of flexed delivery system) may have contributed to the complaint events.  The control limits for the applicable complaint trend categories were not exceeded in the month of december 2019.  Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and a corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.